Event description:
Pt had bard perfix mesh plug hernia repair ...... With chronic pain genitofemoral distribution since surgery. Mesh plug was explanted on .... Genitofemoral entrapment found as well as chronic venous congestion of cord from stricture from keyhole.